Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, a (B)(6) year-old male patient's infusion set's tubing detached/broken at site connector. The patient's blood glucose level was between 150 mg/dl to 300 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.